Event description:
It was reported that when the box opened, it was noted that the plastic lip on the non sterile portion of the packaging was cracked completely off. The nurse questioned sterility and would not use the implant. A back up was avail. No adverse consequence to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event could not be confirmed. A DHR review for the reported lot determined that the device was manufactured and packed to specification. A chr review determined that there were no similar events reported for the lot. As the outer blister was not returned for analysis the event cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
It was reported that when the box opened it was noted that the plastic lip on the non sterile portion of the packaging was cracked completely off. The nurse questioned sterility and would not use the implant. A back up was avail. No adverse consequence to the patient.